Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in excellent condition. Customers reported issues were duplicated during power-up process using biomed diagnostics monitor battery status. The root cause of the reported issue was found to be the battery. Actions taken to mitigate the reported issue: replaced battery. Performed power up process and all functional tests which passed.

Event description:
It was reported that battery communication timeout event occurred. No patient injury reported.